Event description:
The pump was returned for screen input issues as a result of observed flickering. This flickering was reproduced as a result of the power connection with the bracket being connected and disconnected rapidly. This happened because one of the pogo pins is stuck slightly in, causing a poor connection. When running off battery power or bypassing the power entry board, the issue resolves. A new power entry board will be installed.

Event description:
The following has been reported: biomed reported: "the display is interrupting and flickering", patient harm: no, infusion stoppage: yes. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.